Event description:
The pt reported her insulin infusion set tubing separated at the luer lock. She said, she discovered this when she felt a tug, as she was changing clothes. The pt stated, she changed the infusion set and has not experienced any further issues. She stated, she is aware of the recall and stores all her infusion sets together. O physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.